Event description:
The customer contacted baxter's technical service center to report high drain 105 alarm on the homechoice (hc) machine during use, patient connected in drain 5 of 5. The registered nurse (rn) told the home patient (hp) to call baxter. The hp's fill volume was 2400ml in each cycle. The total uf was 1828ml. The hp stated that she did not feel overfilled at any point during therapy and that she probably slept through it. The baxter technical service representative (tsr) advised to swap the hc for further evaluation and the customer agreed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold.